Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and endometriosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain- pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury related to essure"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), hypothyroidism ("hypothyroidism"), vaginal infection ("vaginal infection") and alopecia ("hair loss"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, psychological trauma, vaginal haemorrhage, menorrhagia, hypothyroidism, vaginal infection and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, hypothyroidism, menorrhagia, pelvic pain, psychological trauma, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: reported date of removal (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: pif received: case was upgraded to serious incident. Removal details were updated. For event uterine perforation intervention required was marked. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pain- pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury related to essure"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), hypothyroidism ("hypothyroidism"), vaginal infection ("vaginal infection") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, psychological trauma, vaginal haemorrhage, menorrhagia, hypothyroidism, vaginal infection and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, hypothyroidism, menorrhagia, pelvic pain, psychological trauma, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-oct-2019: pfs received. New events were added: perforation (uterus), abnormal bleeding (vaginal, menorrhagia), hypothyroidism, vaginal infection and hair loss. Reporter information and essure insertion date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.